Event description:
A nurse reported a pt who was treated with two formulations of collagen in the glabellar lines and perioral lines on 3 september 1997. On 7 september 1997 the pt developed erythema and lumpiness at all injection sites. The symptoms were more noticable along the glabellar lines. Use of a topical antihistamine cream was considered. On 23 december 1997, the pt reported that a consulting physician was using application of laser as intervention for hypertrophic scarring, which he believed was necessary "as there was no guarantee this would go away and may lead to keloid scarring".